Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer's husband reported via phone call low blood glucose and hospitalization. Customer's husband advised the patient experienced urinary tract infection and low blood glucose. Customer was wearing the insulin pump at the time of the emergency room visit and they received antibiotics for 6 days until they were released. Customer's husband advised a week after being released; the patient was once again admitted into the hospital for five more days.